Event description:
The hospital reported a broken wheel which could cause the unit to tip or fall. There was no report of patient involvement.

Manufacturer narrative:
The customer was provided with support from a ge healthcare remote technical expert. The customer was provided with the part number to order the replacement wheel to correct the issue. No report of patient involvement. Legal manufacturer: hcs madison - (B)(4).